Event description:
It was reported that an infusion set was deployed incorrectly because the adhesive backing was not removed before insertion, which led to bleeding at the insertion site and improper set deployment. Symptoms included bleeding at the infusion site. Outcomes included the need for troubleshooting and user education without alerts or alarms, and a successful site-only change resolved the issue. Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed use error related to infusion set application, with the infusion set component implicated due to incorrect insertion technique. It was concluded, based on previously established findings for similar reports, that the cause was user error during product use.